Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 119 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.